Event description:
As reported by the edwards lifesciences affiliate in italy, edwards received notification of an sapien m3 valve in mitral position where following the procedure, the patient experienced vision loss in one eye. A CT scan was performed promptly, and stroke was ruled out as the cause. The physician advised that the event was likely due to a retinal artery embolism and may represent a temporary procedural complication. Prior to the procedure, the team had discussed the possibility of lvot obstruction, as the predicted end-systolic neo-lvot area was 177 mm2. Following initial valve inflation, the lvot gradient was assessed and found to be absent, therefore, the physician elected to post-dilate the sapien m3 valve. Minimal change in valve shape was observed following post-dilation. After the balloon catheter was withdrawn back into the guide sheath, an increased lvot gradient was noted. On post-operative day (pod) 1, the patient had an elevated lvot peak gradient of 50-70 mmhg. No interventions were planned for the increased gradient. On pod 8, the patient was discharged with persistent vision loss in one eye. Per medical opinion, the vision loss was considered procedure-related, although no unusual findings or procedural complications were identified during the procedure. Based on the information provided, the increased lvot gradient was not considered to have caused or contributed to the retinal artery embolism/vision loss, and no intervention was performed or planned for the increased lvot gradient.

Manufacturer narrative:
D4- UDI would not fit in field: (B)(4). E1- phone number format incorrect for field: (B)(6). H6: device code "insufficient device problem information" was not available in the field. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.